Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found that the distal insulation was damaged which resulted in an electrical short circuit between the coils and caused the reported threshold and lead impedance anomalies.

Event description:
It was reported that there was an increase in stimulation thresholds since implant and the lead did not capture at maximum output and pulse width. Attempts to reposition the lead resulted in a threshold of 4.0 v in the unipolar and greater than 7.0 v in the bipolar configurations. Bipolar impedance was less than 200 ohms. The lead was removed and replaced.